Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has an error. No injuries reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11 corrected fields: b5, d5, e2 and e3 ( initially it was wrongly mentioned as 'yes' and 'other healthcare professional' respectively which is actually 'unkown'), g2 it was reported that the cardiosave intra-aortic balloon pump (iabp) has an error. No injuroes reported, no further info given. A getinge field service engineer (fse) stated that customer called back and stated they corrected the issue after conversing with getinge on-call clinician. No service required at this point. Call cancelled. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : issue resolved over the call with getinge person

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has an error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.